Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the guide wire became stuck inside the stent. The procedure was completed using another of the same device. There were no pt complications.